Event description:
While cutting a very small uterine artery for a (B)(6) uterus, the "relax pressure on blade" error occurred. Dr (B)(6) released pressure, opened the jaw then took an even smaller bite. The instrument worked for a couple of minutes then the same error message warning repeated. Removed the instrument, cleaned the tips, placed back in and same warning once again. Removed the instrument again and was about to rinse with solution when the "replace instrument" warning occurred. Discarded and replaced with a new instrument. No additional problems.